Event description:
Device malfunction: none. Adverse event: retinal infarct. Time of ae: post-procedure. It was reported that the pt underwent successful right internal carotid artery stenting procedure in 2007. Post-procedure, during the night, the pt experienced a retinal infarct in the right eye and had partial hemianopia. No treatment was given. Additionally the pt experienced hypotension during the procedure that was treated with dopamine and resolved within 24 hrs. The pt was discharged the following day, and reported much improvement but not complete resolution. No additional info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hospital, field contact or distributor. Study event.